Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. According to the instructions for use (IFU), some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intra ocular lens (iol), these visual disturbances may be significant enough in some cases that the patient may request explantation of the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, at first his vision was clear but progressively worsened. Patient also experienced glare, halos, sees rings mostly at night, seems out of focus. Patient still had issues with his night driving vision. He rides a motorcycle and drives an rv and was afraid to drive at night. He now has dry eyes and was on eye drops. He was not interested in having a lens exchange. He had a laser touch up in the eye which did not really help. His reading was great and was successfully using propylene glycol drops. There are two medical device reports associated with this patient. This report is associated with the right eye.